Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose that was displayed as ¿high; however a specific value was not provided. No action was taken to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.